Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter address line 1: (B)(6). Initial reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient underwent an aortic valve closure on (B)(6) 2023 due to severe aortic regurgitation. The patient was connected to the power module and the speed was lowered to 6000 rotations per minute (rpm) for cardiopulmonary bypass. After aortic valve closure, a pump stop occurred when the surgeon was deairing the outflow graft. There were five pump stops all followed by the pump start command on the system monitor. The pump start button was never pressed during the operation. When the operation was finished the set speed was returned to 8000 rpm. The log files were submitted for evaluation and captured the speed change to lower than the set speed limit which resulted in low-speed operation alarms. The pump stop command was received from the system monitor 14 times and caused the pump to stop multiple times. Related regulatory reference report MFR # 2916596-2023-01307.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency (ai) could not conclusively be established through this evaluation. According to the account, air was sucked into the pump during an aortic valve (av) closure procedure. Furthermore, analysis of the submitted log file confirmed multiple pump stop events. The submitted log file contained approximately 8 days of events. While the fixed speed was set to 6000 revolutions per minute (rpm), low power was observed and a motor stop command was received that caused the pump to stop. The pump was restarted without issue; however, additional motor stop commands continued to be received through the end of the file. Of note, the pump appeared to be operating as intended and restarted without issue following each stop. Of note, when the system operates at a default speed of 6000 rpm and the current decreases below 0.1 amps (a), the controller will assume that the motor is not running. As a result, the controller will stop the pump (motor stop command). Additionally, when the patient¿s fixed speed is set below 8000 rpm, the controller does not auto-start the pump, resulting in the reported pump start command being displayed on the system monitor. The report of air inside the pump would have contributed to a decrease in power and therefore current, resulting in the controller assuming that the motor was not running, causing the confirmed pump stops. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 5 of the IFU, ¿surgical procedures¿ includes information for priming the pump, as well as de-airing the pump. Section 5 warns that all residual air must be completely evacuated from the device blood chamber prior to initiating device activation. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the pump stop was caused by air mixed into the left ventricle due to the intervention of the aortic valve. The air was sucked into the pump.